Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen doesn't clearly show information. The customer's blood glucose reading was 180 mg/dl at the time of incident. Troubleshooting found that the display screen only shows half of the words and the rest of the screen is blank. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a scrambled display after pressing the act button due to moisture damage on the lcd board. Unable to perform the functional tests or the operating currents tests due to the scrambled display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked pump belt clip slot.